Event description:
Trinity revision of the biolox delta ceramic head and ecima liner after approximately 7 months and 3 weeks due to dislocation (this is the 2nd revision for this patient. They had another revision recorded under MFR report no. 9614209-2024-00358).

Manufacturer narrative:
Per-(B)(4) final report: additional information including post primary and pre revision x-rays, operative notes (primary and revision), patient activity level and medical history, whether the patient followed correct post-op protocol, what the patient was doing at the time of the dislocation, whether the patient experience any trips / falls or other trauma post primary surgery and an update on the patient post revision was requested from the reporter: the reporter confirmed that the patient fell and dislocated while working his gardening occupation. The appropriate device details were provided and the relevant device manufacturing records have been identified and reviewed. All parts associated with these records conformed to material and dimensional specification at the time of manufacture. As the dislocation was preceded by a trauma, no further investigation can be conducted and the root cause of the reported dislocation is considered to be related to patient issue. Please note: this report is filed with the FDA due to an adverse event experienced with a device that is similar to those placed on the market in the USA. However, this event occured outside the USA. The submission of this report does not constitute an admission that the device reporting entities representative or distributer caused or contributed to this event.

Manufacturer narrative:
(B)(4): initial report. The following additional information was requested from the reporter: post primary and pre-revision x-rays. Operative notes (primary and revision). Patient activity level and medical history. Did the patient follow correct post-op protocol? What was the patient doing at the time of the dislocation? Did the patient experience any trips / falls or other trauma post primary surgery? What was implanted at the revisions? An update on the patient post revision. The reporter confirmed that the patient fell and dislocated while working his gardening occupation. The appropriate device details have been provided, and the relevant device manufacturing and sterilisation records will be identified and reviewed. Please note: this report is filed with the FDA due to an adverse event experienced with a device that is similar to those placed on the market in the USA. However, this event occured outside the USA. The submission of this report does not constitute an admission that the device reporting entities representative or distributer caused or contributed to this event.

Event description:
Trinity revision of the biolox delta ceramic head and ecima liner after approximately 7 months and 3 weeks due to dislocation (this is the 2nd revision for this patient. They had another revision recorded under MFR report no. 9614209-2024-00358).